Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Investigation of the returned product determined the cause to be isolated to the liquid crystal display (lcd). Visual inspection was performed and no black spots/markings were observed on the meter's lcd. Meter was disassembled and the lcd was replaced. Missing segments were no longer observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility.

Event description:
A customer reported her adc blood glucose meter had missing segments in the display. The customer further reported because her meter was not working, she went to a hospital to have her blood checked and received an unspecified "low result" (she could not recall the exact reading). The customer stated she was given an injection of lantus insulin at the hospital due to the low reading. Customer stated she did not know why she was given insulin even though her result was low, but reported she did not experience any symptoms at the time. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Investigation of the returned product determined the cause to be isolated to the liquid crystal display (lcd). Visual inspection was performed and no black spots/markings were observed on the meter's lcd. Meter was disassembled and the lcd was replaced. Missing segments were no longer observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Note: the device manufacturer date for the reported (test strip lot/meter serial) number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Section e-1 (initial reported email address) was inadvertently omitted from the initial MDR 30 day report. Section e-1 has been updated. Section h-6 (method code) 82 was incorrectly documented in the initial MDR 30 day report.